Manufacturer narrative:
DHR review: the quality records indicate that these components met all requirements to perform as intended. Trend analysis: a tight monitoring by pms is being conducted for durom cups. Review of event description: event summary: patient underwent revision surgery due to loosening, pseudotumor and corrosion at inner surface. Review of received data : the review of surgical report and complaint relevant documents did not lead to new information regarding the reported event. The head was disassembled during the first revision for this patient and has been re-implanted (surgery of (B)(6) 2007). This is considered as off-label case. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the re-use of the product was not approved by zimmer biomet. IFU for endoprosthesis states "do not reuse. Implants are for single use only. Re-use may adversely affect device performance." And "re-use of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with re-use of a single use device include, but are not limited to, mechanical failure and transmission of infectious agents." Root cause analysis: durom acetabular cup/system was reused and re-implanted. Conclusion summary : off-label use. Zimmer did not approve the repositioning/reuse of the durom ldh system.. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a metasul durom component for acetabulum, uncemented, 56/50, code p on the right side on (B)(6) 2007 and was revised on (B)(6) 2013 due to loosening, corrosion at inner surface and pseudo tumor. The head was disassembled during the first revision for this patient (reported in case (B)(6)) and has been re-implanted (surgery of (B)(6) 2007).